Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was green oxidation and pin hole tears/bend noted on the white power cable and an attempt was made to exchange the patient to their backup pocket controller. However, some resistance was experienced when connecting the driveline cable to the backup controller and it was unable to connect. There was no obvious pin damage or obstruction noted on the backup controller. It was also reported that there was damage and discoloration observed on the patient's driveline and the patient did not experience any alarms. On (B)(6) 2023, it was reported that the patient¿s primary controller was exchanged to a new heartmate ii system controller. Additionally, log files were submitted for review, which captured 2 driveline disconnect alarms on (B)(6) 2023 and another one on (B)(6) 2023. There were no other unusual events recorded in the log file event history. Related manufacturer reference number for the heartmate 2 primary pocket controller: MFR-2916596-2023-08808. Related manufacturer reference number for the heartmate 2 backup pocket controller: MFR-2916596-2023-08690.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage and discoloration of the driveline's outer jacket cannot be confirmed as no photos were submitted and the device remains in use. Additionally, the report of difficulty connecting the driveline to the backup controller cannot be confirmed. A specific cause for these events cannot be conclusively determined through this evaluation. Review of the submitted log file appeared to reveal the device operating as expected. Per additional information, the connection issue resolved with connection back to the primary controller. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Heartmate ii patient handbook under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. The heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.